Event description:
It has been reported to philips that the fluoroscopy was not functioning. The fluoroscopy failed and a retry message appeared. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommends using a system restart if the device deviates from expected behavior. The azurion IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. Cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.